Event description:
It was reported that the user requested assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set with a dexcom g7 and completed the change successfully, after which blood glucose was high. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and education with user support. Investigation of this case revealed no device malfunction identified and no component issue confirmed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.